Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the display on the pump was blank. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.